Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system with this right ventricular (rv) lead exhibited oversensing and noisy signals. Technical services (ts) was consulted and indicated the noise appears to be a non-physiological signal, potentially caused by lead integrity or setscrew positioning. Ts recommended performing isometric tests to reproduce the noise and obtaining x rays. This ICD system remains in service and no adverse patient effects were reported. Additional information received indicated that the patient has not been brought to the clinic for isometric testing or x rays. The current plan is to continue monitoring and routine follow ups, since similar events have occurred previously. Oversensing due to noise was confirmed.